Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable did not properly fit into the pump usb port. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer's blood glucose level.